Event description:
The facility's biomed department had reported an incident where "a pediatric patient had a ruptured vein from using the pump". The facility's clinical manager clarified the report as an IV infiltration. The facility would not discuss if there was patient injury, medical intervention, or adverse outcome. No additional information is available.